Event description:
A nurse reports that a haptic broke during intraocular lens (iol) implant surgery. The incision was enlarged to facilitate removal and replacement of the iol. Additional info has been requested.